Event description:
It was reported that the balloon exploded. During the procedure, a 15mmx3.00mm wolverine coronary cutting balloon was noted to have exploded. There were no patient complications reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a circumferential tear 1mm at the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device for functional testing. An attempt was then made to inflate the balloon to 12atm as per, wolverine, instructions for use, however, pressure was unable to be maintained as inflation liquid was observed leaking heavily from device.

Event description:
It was reported that the balloon exploded. During the procedure, a 15mmx3.00mm wolverine coronary cutting balloon was noted to have exploded. There were no patient complications reported.